Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) humeral loosening, leading to the accumulation of wear particles around the joint, which damaged the bond of the implant to the bone.

Event description:
Revision of shoulder components due to humeral loosening.